Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of deflation and anxiety-product/procedure was received on january 10, 2025, with lot number 2064549. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. The device has been explanted and replaced.